Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The root cause of the event is not preparing the screw holes prior to implanting the screws as indicated in a surgical technique.

Event description:
It was reported that th locking mechanism broke.

Event description:
It was reported that the locking mechanism broke.